Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that certain areas of the pump touch screen were intermittently unresponsive. Additionally, the pump touch screen would activate a different area than the area that was selected. There was no adverse impact to customer's blood glucose. During troubleshooting with tandem technical support the pump was functioning as expected.